Event description:
Complainant alleged that during a routine shift check by a clinician, the device would only power on when the battery is placed into the device after turning the device on. Complainant indicated that there was no patient involement in the reported malfunction.